Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the resource nurse with emp, and the staff have been having some trouble with the bardex all silicone foley catheter size 16 with 5cc bulb. They are just falling out of patients according to the patient. Patient required replacement of 4 indwelling catheters and eventually, a latex catheter was placed. No other issue observed with the catheter. Upon testing current stock as well as other sizes and bulb sizes only one side of the catheter is inflating which is leaving the bulb lopsided which can then easily pull out. They have attached a photo of what the catheter looked like. Per additional information received on 07apr2026, it was reported it was 16 and 18 with 5ml bulb and 16 and 18 with 30ml bulb". They called the customer to clarify this information. A 16 and 18fr catheter were inserted into the patient and fell out the same day. The customer inflated a 16, 18 fr with 5cc balloon and 16,18fr 30cc balloon at their desk and the balloons only inflated mostly on one side. They sent the foley inflation/deflation instruction sheet and asked if they followed the instructions when inflating and they said they did. Asked to send a container and prepaid label and they will return all 4 of the catheters they tested.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and the photo sample was not available for evaluation. Photo sample evaluation: received (1) photo sample. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter. Verified material number 166818. The photo provides a view of an asymmetrical balloon after inflation with a concentricity of 90:10. This is out of specification per inspection procedure which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." The photo sample was not returned and could not be evaluated for the reported failure. The labeling is found to be adequate. A DHR review is not required as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.